Event description:
It was reported that patient underwent a revision of total left knee arthroplasty with exchange of tibial baseplate and articular insert due to painful left knee loosening of tibial insert.

Manufacturer narrative:
Please review attached for the investigation results.